Event description:
It was reported that there was an alert heard for increased and high impedance, noise and oversensing. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.